Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. A review of the lhr was not possible as the lot number was not provided. Based on the info provided and no returned device for physical investigation, the reported event could not be confirmed and the root cause could not be conclusively determined.

Event description:
It was reported by the aci sales professional that a pt underwent an interventional peripheral procedure on (B)(6) 2013. Access was obtained via a 6f sheath (model unk). Peri-procedure, the pt was anticoagulated with heparin. A pre-procedure femoral angiogram showed "very little" presence of pvd/calcium at the vicinity of the access site. Following the procedure, the physician who is a trained user, selected the mynxgrip vascular closure device 6f/7f to close the access site. It was reported that the balloon ruptured between the tip of the sheath and the arteriotomy. The device was removed and since access was maintained a mynxgrip vascular closure device 6f/7f was deployed successfully. The pt was ambulated and discharged to home the same day with no clinical sequela noted.